Event description:
It was reported that a patient presented in the clinic. Upon interrogation, the atrial lead exhibited under-sensing and variation in the p-wave amplitude. Programming changes were made. The patient was stable throughout.